Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited noise that was oversensed by device. No intervention was performed. Patient was in stable condition and will continue to be monitored.